Manufacturer narrative:
UDI (B)(4) investigation is underway.

Event description:
As reported by an edwards field clinical specialist, during inflation, the balloon did not inflate, and blood was seen in the atrion. The valve was retrieved back into esheath and removed with moderate difficulty. Access was limited, so a second valve prepared and successfully deployed via same left carotid access. Vascular surgeon called post procedure to repair ¿trauma¿ to the left carotid artery. As the access was trans-carotid there was tension in system during valve alignment. The wheel had to be reset. The devices will be returned for evaluation.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: valve crimped and not fully aligned on inflation balloon, with bunching on distal end of balloon between valve and the yellow nose tip, compression on flex shaft, gouges on flex tip and crimp balloon torn proximal to ic bond with balloon wing fully exposed from tear. Functional testing was performed, and the balloon shaft was able to be pulled to valve alignment position and locked. The fine adjust knob was rotated and able to achieve full valve alignment position. Dimensional testing was performed on the crimp balloon double wall thickness proximal to the torn location and was found to be within specification. During manufacturing, the visual inspections and tests are performed throughout the process. Per procedure, the balloons are 100% visually inspected for defects. The crimp balloon double wall thickness is 100% dimensionally and visually inspected for defects. The flex shafts are 100% visually inspected. During manufacturing, the final handle assemblies are 100% inspected. Prior to balloon pleat, fold and forming process the balloon is 100% visually inspected. The commander delivery system is 100% leak tested and 100% visual inspection during post-leak testing is performed on the balloon catheters per procedure. During final inspection, the entire device is inspected for damage defects. In addition, during product verification (pv) testing is performed on lot samples, the delivery system is inspected for physical defects or damage, I/c bond defects, device insertion and find adjustment, balloon tensile testing and engagement force testing. The lot met statistical requirements as requirement for lot released. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event. A lot history review was performed and no other complaints for the reported event were noted the commander instructions for use (IFU), s3u commander preparation training manual and s3u procedural training manual were reviewed for instructions and guidance on device preparation and usage. The commander procedural training manual provides guidance on valve alignment. Unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock, do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure, rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock, and check delivery system before valve alignment. If kinked, do not use, manage guidewire position, guidewire can move proximally during valve alignment, and note the warning marker indicates the balloon catheter is approaching a hard stop and do not pull past the warning marker. In addition, slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap, fine adjustment indicator shows how much fine adjustment is left, if additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock, compression may be observed in the distal portion of the flex catheter during valve alignment and diving may be observed between the thv and the flex catheter tip during valve alignment. To correct diving: move to a different straight section of the aorta (for diving only), of using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible and if using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. The procedural training manual provides guidance on thv retrieval back into sheath tip. Thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip, ensure the delivery system is locked, verify the flex catheter is completely unflexed, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip, ensure the edwards logo on the sheath handle is facing upward and withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip, stop, advance thv past the sheath tip and ensure thv is centered on the flex tip and rotate the delivery system before trying again. No IFU or training deficiencies were identified.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    The complaints were confirmed based on visual inspection of the returned device. Investigation of the device, DHR, lot history and complaint history revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in product risk assessment (pra). Per pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of high forces, which will also impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. It was noted in the cer, ¿as the access was trans-carotid there was tension in system during valve alignment.¿ performing valve alignment in a non-straight section of the vessel can cause valve diving (thv become unseated from the flex tip) and flex shaft compression. These are indicative by the flex tip gouges and the compression observed on the flex shaft near the flex tip. If the thv is unseated during alignment, the valve can become non-coaxial and can result in high valve alignment forces thus increasing difficulty with valve alignment. Per the training manual, ¿if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.¿ as reported, ¿an injury occurred when trying to retrieve valve back into sheath with difficulty and pull it out as one unit.¿ it is possible the balloon tear altered the balloon profile, contributing to the withdrawal difficulty as the altered balloon profile would have likely become caught on the tip of the sheath, as observed from the sheath damage. As the training manual states, ¿do not use excessive force. Take care when removing the balloon through the tip of the sheath.¿ however, because neither patient imagery or vasculature information was not provided, a definite root cause is unable to be determined at this time. In this case, available information suggests that procedural factors (high valve alignment forces, valve alignment in non-straight section of anatomy, and withdrawal of torn balloon) may have contributed to the complaint. However, a conclusive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. No IFU/training material deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment is required at this time. In this case, a carotid artery injury occurred and was possibly due to procedural factors (device manipulation) to the access vessel that may have contributed to the complaint event.   The balloon torn issue and its associated risks have previously been assessed and documented in a pra and a CAPA was previously initiated to address this issue.